Manufacturer narrative:
Unit was received with blank display due to severe damage to the electronic assembly. Unit had broken off end cap, detached vibrator motor, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer accidentally damaged insulin pump. It was reported that reservoir compartment was broken and insulin pump was no longer working. Insulin pump would be replaced.